Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain,903:spinal pain. It was reported that that they were still having issues with charging their implant and today their controller screen went white and the controller screen locked up. Pss had pt reset their controller. Pt saw no visible damage to the controller or battery pack contacts. Pt said that their implant battery was at 50% and their controller battery was at 80%. Pt saw no visible damage to the rtm or rtm connector. Pt said the controller port also had no visible damage. Pt said that their implant charging sessions take 2-3 hours. Pt said that they use the recharging belt while charging their implant, but they don't like the recharging belt. The issue was not resolved. Additional information was received. It was reported rep called in rereporting information previously documented in this case. Pt had received a controller and rtm replacement and was still taking a long time to recharge (approx. 2.5 hours). Rep said they could see the last 3 charges for the pt and it had taken the pt 1.8 hours on "good" charging quality and an hour for the pt to charge 50% on excellent charging quality. The pt said they do notice the rtm getting hot when recharging sometimes. The pt said their recharging problem hadn't improved with the controller replacement they received. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: patient product ID: 97755, serial# (B)(6), product type: recharger.other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6) the complaint was unable to be verified. Found no issues with finding or charging ins. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.